Event description:
Procedure type: lap chole. According to the reporter: the cannula broke in half in the cavity after being inserted. Surgeon was able to remove the complete device. Surgeon inserted a new trocar to continue on with the case. Or time delay was 10 minutes. No bleeding or pt injury reported.